Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 800.8. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of system error code 800.8000 displaying on the pcu was confirmed during the review of the logs, but the issue could not be replicated during testing. An external and internal inspection of the suspect pcu unit s/n: 14538057 was performed; some fluid ingress was observed inside the pcu case, but the logic board was observed in good condition, with no signs of fluid ingress. Asm preventive maintenance results indicated that the suspect pcu device was performing correctly with no issues noted. The review of the suspect pcu error log identified a system error 800.8000 on (B)(6) 2025 at 11:53 am. Review of the suspect pcu event log showed that on (B)(6) 2025 at 8:33 pm, the system was powered on and a new infusion was programmed and started on the concomitant pump module, with a rate of 150ml/hr and a volume to be infused (vtbi) of 50ml. At 8:36 pm, a new infusion was programmed and started on the concomitant syringe module, with a rate of 145.2ml/hr and a vtbi of 48.4ml at 8:56 pm, the syringe infusion was completed and a new infusion was programmed with a vtbi of 2ml. At 8:57 pm, the infusion completed and the user powered off the unit. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service. Suspect s/n:(B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 800.8. There was no patient involvement.